Manufacturer narrative:
(B)(4). Date sent: 5/14/2020. D4: batch # t5eg5n. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with one ecr45w cartridge reload loaded on the device. The reload was received fully fired. In addition, another ecr45w reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during the lobectomy, after firing the device, a few staples formed with irregular shapes and the anastomotic site was oozing. Changed to another device to continue the surgery, but the problem happened again. Oozing was stopped with compression hemostasis. The surgeon noted that there was a gap after closing the jaw completely. There was no patient consequence reported. No additional information could be provided.